Event description:
It was reported that the patient implanted with this pacemaker was hospitalized in the intensive care unit (ICU). The patient had intermittent av block, with heart rates of 27 bpm. A malfunction with the implanted pacemaker was suspected and a request was made for a boston scientific representative to check the device. No additional adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this pacemaker was hospitalized in the intensive care unit (ICU). The patient had intermittent av block, with heart rates of 27 bpm. A malfunction with the implanted pacemaker was suspected and a request was made for a boston scientific representative to check the device. No additional adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060106. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Evidence suggests the device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.